Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on an unknown date via tka with another company¿s implants. After the primary surgery, the end of 2019, the removal surgery was performed (the date was unknown) by removing all implants (the reason was unknown). Beginning of the 2020, the revision surgery was performed with another company¿s implants (the date was unknown), but the infection occurred, and the surgeon set cement mold. On (B)(6) 2020, the surgeon confirmed subsiding of the infection, and the second revision surgery was performed by implanting depuy¿s implants. It was reported that the dislocation of the tibial insert (p/n: 151710506) occurred on (B)(6) 2020. The emergency third revision surgery was planned on (B)(6) 2020 by replacing the tibial insert. The surgeon thought that the dislocation of the tibial insert was caused by the patient¿s the rheumatics, his muscle and tissue¿s atrophy and inserting thin tibial insert. The surgeon found the patient¿s atrophy in the second revision surgery on (B)(6) 2020. And, he thought that implanting thin tibial insert brought rapid loosening of the patient¿s muscle and tissue, and the dislocation of the tibial insert occurred after the third revision surgery. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H10 additional narrative: added: h6 (patient codes). H6 patient code: no code available (3191) used to capture the joint instability and absence of treatment.